Event description:
It was reported that, during patient use, the ventilator stopped cycling. The patient was removed from the ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The system solenoid valve was replaced.